Event description:
It was reported that about 39 months after the implantation, during a routine follow-up, an unexpected battery depletion was noted. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was successfully interrogated and the pacemaker's memory content was analyzed confirming the clinical observation. The device switched to the battery status "eri" on the (B)(6) 2016. Further inspection of the memory content revealed that the eri status was triggered as a result of an invalid memory content. The invalid memory content was detected and subsequently corrected by the device. However, the battery status cannot be reset by the device itself. Therefore, a reset of the "eri" status was successfully performed during analysis. Subsequent interrogation yielded the battery status "ok" with 85% remaining battery capacity. A stress test under different temperature environments was performed showing no anomalies. In summary, the analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, an invalid memory content yielded the device to switch into the battery status "eri". Despite this observation the therapy functionality of the device proved to be available while the device was implanted and in service.